Event description:
Caller alleged discrepant results compared with the dr's meter. Results as follows: date: (B)(6) 2011, inratio: 4.1, dr's meter: 3.5; inratio: 6.1; 3.5. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 4.1, 6.1. Therapeutic range: 2.5 - 3.5 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.1, reference: 3.5, mean: 3.80, confidence limits: 2.2 - 5.3; 6.1, 3.5, 4.80, 2.6 - 6.9. Inratio precision data provided by end-user: 1st inr: 4.1, 2nd inr: 6.1, mean: 5.10, sd: 1.41, %cv: 27.23. Analysis of customer's data revealed that both inratio and reference test result comparisons did meet accuracy criteria. However, repeated inratio test result comparison did not meet precision criteria. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met precision criteria. Investigation results from a previous case: donor 1: 1st inr: 2.7, 2nd inr: 2.7, 3rd inr: 2.4, mean: 2.60, sd: 0.17, %cv: 6.66; donor 2: 1st inr: 3.0, 2nd inr: 3.0, 3rd inr: 3.0, mean: 3.00, sd: 0.0, %cv: 0.00. Since %cv are less than 16%, inratio meter results pass the criteria for precision. No further investigation required. (B)(4). Action threshold (B)(4) has been reached. From 8/19/2010 to 4/18/2011, 9 therapeutic and 3 normal donor sample tests have been performed. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.